Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a normal device change out, high pacing thresholds and noise were observed on the right ventricular (rv) channel. The noise was specifically noted during isometrics. There was no oversensing. The cause for the event could not be determined. The output on the rv channel was set to compensate for the high pacing thresholds, and the sensitivity was adjusted to reduce the number of noise episodes. The patient was scheduled for a routine follow-up. Additional information was received that the patient still exhibited high rv thresholds and noise over the weekend, so the decision was made to surgically abandon this rv lead. An entire new system was implanted on the patient's right side. There were no additional adverse patient effects reported.

Event description:
Additional information was received which noted that loss of rv capture was also observed. No additional adverse patient effects were reported.